Event description:
New information received noted that the device and the atrial lead were explanted and replaced on (B)(6) 2019. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported field event of a capture and sensing anomaly was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple auto mode switch episodes due to noise were noted on the atrial channel of the device. The noise was confirmed with isometric exercises while observing atrial channel electrograms. The patient was in stable condition. No intervention was reported.